Event description:
Valve was implanted on 4/23/98 and revised on 5/4/98. Pt presented with headache, sleepiness and ventriculomegaly, the opening pressure of the valve was 11 cm h20. The valve was replaced with a delta level 1.